Event description:
It was initially reported that the patient would undergo a revision to remove temporomandibular joint implants on the right side. Additional information was received that indicated while the fossa component would be removed, the mandible component would not be revised. There is no indication of a device problem with the mandible component, and it will not be removed in a revision. Therefore, the mandible component no longer meets the criteria of a reportable event.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00155. Concomitant medical products: tmj system right standard mandibular component 45mm / 7 hole, part# 24-6545, lot# 024930. Tmj system right fossa component, small, part# 24-6562, lot# 284560. Unknown screws, part# unk, lot# unk. Occupation - patient.

Event description:
It was reported the patient has experienced pain, inadequate relief of pain, difficulty chewing and difficulty eating following implantation of bilateral temporomandibular joint implants thirteen years ago. Four months ago, the patient reported a cat scan was performed that revealed two screws on the right side were not intact and not stable. There is a revision planned to remove the implants on the right side and fat grafts will be placed in the joint. No additional patient consequences have been reported.